Event description:
On (B)(6) 2012, the patient reported she was found unconscious last week and required hcp treatment with glucagon/IV glucose. The patient claimed she only took 1.2 units of bolus insulin for lunch on (B)(6) 2012, a few hours prior the alleged hypoglycemic incident. However, the bolus history showed that she took extra insulin that was unaccounted for on the day of concern. Reportedly, she took 3 units, 2.1 units, and 3 units at 7:30 am, 1:07 pm, and 1:14 pm respectively. Subsequently at 3:30 pm, the patient's boyfriend found her unconscious. Upon arrival, the emt tested the patient at 40 something mg/dl. The patient responded to the emt treatment and her blood glucose eventually resolved to 200 + mg/dl by 8 pm. The patient was not taken to the hospital and did not require any further treatment. During troubleshooting, the animas representative discovered there was an intermittently power issue due to a cracked casing. Furthermore, the patient reportedly has hypoglycemic unawareness. The date and time as well as the basal segment were programmed correctly. There was no product misuse. The animas representative concluded the extra insulin which was unaccounted for may have attributed to the alleged hypoglycemic episode. This complaint is being reported because the patient allegedly required hcp treatment for hypoglycemia while on insulin pump therapy. The product was requested back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed that the keypad rubber is lifted near the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All keypad buttons were found to be responding appropriately. There was evidence of contamination found under all key contacts.